Event description:
It was reported that during a gastric sleeve procedure, one time no function during test before used on patient. One time no function after a few minutes, with gen11, display (gen11) showed replace instrument, no further information is available. Procedure was completed with same like device. Two devices will be returning.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Device a was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched ¿ evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device had stopped activating. A probable cause of no activation is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use the device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. The device will stop activating, and display the instrument error screen twice followed by the replace instrument screen when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Device b was returned in good physical condition. The device was tested with a generator and was functional, in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly no function during test. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. (B)(4).